Manufacturer narrative:
(B)(4) the device was serviced by a service technician as part of preventative maintenance. Visual inspection, functional testing, a service history review, and a review of the alarm log were performed. The damaged power cord was identified during visual inspection. The cause of the condition was not determined. The damaged power cord was replaced to correct the condition. The device was returned in good working condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During product evaluation by a service technician, a flo-gard pump was found to have a damaged power cord. No additional information is available.